Manufacturer narrative:
Continued h.6. Health effect - impact codes: f15. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with one syringe juvéderm voluma® xc in the left cheek area and one syringe of juvéderm vollure¿ xc in marionette lines and nasolabial fold. The next day, patient experienced soreness, pain, redness and a hard mass in the lower cheek area. 12 days later, patient was prescribed doxycycline and mupirocin. 4 days later, incision and drainage procedure performed in lower cheek area. It was suspected patient might developed a bacterial infection due to patient applied make up after product was injected. Cultured performed with results noting "no growth." Symptom resolved two months later. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00442 (abbvie complaint #pr (B)(4)). This MDR is being submitted for the suspect product, juvéderm vollure¿ xc.